Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched found the ac input power switch in the off position, causing the device to not run on ac power nor charge the batteries. The fse recommended that the batteries be replaced, but the customer declined stating they will perform the battery replacement themselves. The fse returned the iabp back to the customer and cleared it for clinical use.

Event description:
The customer reported that they were having issues with the batteries for the cs300 intra-aortic balloon pump (iabp). This event occurred while the iabp was in use on a patient, however, no adverse event has been reported.